Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was not able to reproduce the issue the customer experienced, however there is issue with compressor (0119-00-0236) which was replaced . Safety disk was replaced due to hours. The fse completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a unit over temperature alarm. This was identified before use, so there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.